Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient that she experienced irritation, uncomfortable feeling in eyes, and red eyes with the use of consept onestep. Patient stated she used product according to directions for use, but at the time of wearing contact lens, she had those symptoms. After she continued using consept onestep, she had eye mucus and still had red eyes, so she went to hospital. Doctor diagnosed as dry eye, eye inflammation, and allergy (hay fever), and prescribed patanol and diquas ophthalmic solution. At the time of her call, the symptoms were relieved but patient still had red eyes. This report is for the consept onestep neutralizing tablets. A separate MDR for the disinfecting solution is being submitted.

Manufacturer narrative:
Corrected data: the initial MDR did not include the alternative report identification number: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Product evaluation: the tablets were not returned to the manufacturer; therefore, an investigation was not possible. Retained product testing: chemical analysis was performed on the retained sample. Physical appearance, neutralization and dissolution time, ph and catalase results met specification. Results obtained do not reveal any anomaly concerning the quality and efficacy of the product that was related to the customer's complaint. Results were within established acceptance criteria. Manufacturing record review: the batch packaging records were reviewed and there was no unusual observation noted during the review. All results were found within specification. Environmental records were reviewed and found to conform. No process and/or material changes were noted. No non-conforming materials were noted. Based on the manufacturing records review and certificate of analysis, event reported was not confirmed. All pertinent information available to abbott medical optics has been submitted.